Manufacturer narrative:
Initially the customer indicated that the device would not be returned for investigation. Subsequently, the device was received. Testing and investigation found the device regulator closer and opener were correctly installed. During testing the device passed delivery accuracy testing by delivering a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). No unrestricted flow observed during testing. A review of the device history indicated an e378 #315 (I/o valve phase loss) error code; however, this was not duplicated during testing.

Event description:
The customer contact reported that during testing at the user facility, it was noted the regulator closure was not on the post correctly or operating correctly. Prior to testing, the device was returned to the biomedical department with an unsigned note that stated, "315." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Event description:
The customer contact reported that during testing at the user facility, it was noted the regulator closure was not on the post correctly or operating correctly. Prior to testing, the device was returned to the biomedical dept with an unsigned note that stated, "315." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was repaired at the user facility and was returned to clinical service. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.